Event description:
It was reported that a pump triggered an altitude alarm while in use, and the customer had previously experienced similar issues with the same pump. At the time of the event, the customer's blood glucose level was recorded at 288 mg/dl, which falls within the normal range. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery, while tandem technical support arranged for the pump to be replaced. The customer was instructed on putting the pump into storage mode and returning it via dpd delivery & collection.